Manufacturer narrative:
Device evaluation in progress. Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd rechargeable battery pack didn't charge. No adverse effects were reported.